Manufacturer narrative:
(B)(4). Month and day unknown. Only year (2018) is known. Batch # r58745. Photo evaluation summary: one photo was provided. The picture shows a black reload from the bottom view inside of a plastic bag. The right gripping surface can be seen broken and in the tip of the reload. Based on the photo alone the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Device evaluation summary: the analysis results found that a sr75 reload was received unfired and with the right gripping surface broken off making the reload nonfunctional. No functional testing was performed due to the condition of the reload. Although no conclusion could be reach as to what may have caused the found damage of the cartridge, it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications. In addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the plastic tip at the end of the cartridge was already broken. There were no patient consequences reported.